Event description:
It was reported that the patient had bruising at the implant site. It was also stated that the patient has been placing an ice pack over the charger during recharging in order to keep the charger cool and speed up the charging process. The patient underwent a revision procedure wherein the ipg was replaced and discarded. The patient was doing well postoperatively.